Manufacturer narrative:
Findings: pump received with cracked glass bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracked screen. The customer ordered new pump.